Event description:
Per the clinic, the patient experienced an extrusion of the magnet through the skin. The device was explanted (date not reported). The patient has not been reimplanted with a new device as of the date of this report.